Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) (B)(6), the failure analysis and testing dept. Received part purge valve assembly agar with a reported unit failure of won¿t autofill. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part agar purge valve assembly into the cs100 test fixture and tested the purge valve assembly to factory specifications per the cs100 service manual part. When an autofill was initiated the error autofill failure was observed on the display.the fat dept. Was able to replicate the complaint of the unit not autofilling.the purge assembly failed testing.retaining the part in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient setup, the cs100 intra-aortic balloon pump (iabp) will not autofill. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site),g3,g6,h2,h3.h6(type of investigation, investigation findings, investigation conclusions, component codes), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse confirmed the reported failure, and replaced the purge valve assembly (d014-00-0026). The unit passed all safety and functional tests and was returned to the customer for clinical use.